Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. Customer reported that the button of the right and left arrow had issue. Block mode was active. Number was not ramping by their own and scroll bar was not moving with no any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, device was received with intermittent right and left button response, problem isolated to keypad assembly.